Manufacturer narrative:
Additional information:h3, h6, h11. H11: the device was received for evaluation. During functional testing, flow rate was reproduced. The device was tested for flow accuracy and overdelivered with 6.21% error. A review of the event history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 40 ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. However, no abnormalities that could cause or contribute to the reported problem were observed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires readjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue: flow rate. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.